Event description:
It was reported through an article summary of 30 patients with arteriovenous fistula (avf) who underwent ultrasound-guided nitinol stent implantation between april 2018 and july 2020, all presented with early recurrent stenosis after percutaneous transluminal angioplasty (pta). Unspecified armada pta balloon dilatation catheters (bdc) and unspecified absolute pro self-expanding stents were used; however, translation of the article did not specify each use and scenario within the procedures. There appears to be no adverse effects mentioned using the armada bdc. There were however, 10 patients that underwent re-intervention with one patient was noted as experiencing new stenosis that occurred outside the stented segment. Another patient experienced new stenosis that occurred outside the stented segment accompanied by poor apposition at the distal end of the original stent and treated with an implantation of an additional nitinol stent. 8 patients developed in-stent restenosis, which appeared as hypoechoic to isoechoic protrusion attached to the stent wall. The onset of restenosis occurred between 8 - 21 months postoperatively. 3 of those 8 patients were treated with drug-coated balloons during the second intervention. It was concluded that ultrasonography can accurately guide the nitinol stent implantation in avf, which is feasible in treatment for the early recurrent stenosis after pta with good short-term and medium-term efficacy. There were no reported adverse patient sequelae and no reported clinically significant delay in procedure. No additional information was provided. The armada bdc will be captured as a non-complaint product experience. There were no malfunctions or adverse patient effects reported due to the armada bdc. Additionally, the patient effects mentioned in the referenced article arose from many patients, procedures and products manufactured by multiple companies. The limited information prevents abbott from identifying which (if any) adverse events may be related to abbott products. As there is no specific information to identify a reasonable link between the patient outcome and the abbott product [and no follow-up can be performed as the information was obtained through review of an article], this event will not be reportable and will be considered a non-complaint. There is nothing in the information provided that meets any part of the definition for a complaint as stated in 21 cfr 820.3. Additional information can be found in the attached article, "ultrasound-guided nitinol stent implantation in treatment of early recurrent stenosis of arteriovenous fistula." No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A corrective and preventive actions (CAPA) review was performed and revealed no indication of a product quality issue. Additionally, a production record review and a review of the complaint handling database was not performed because the part and lot number was not reported. The investigation determined a conclusive cause for the reported patient-device incompatibility-wall apposition cannot be determined. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. B3, b6: dates estimated d4: the UDI is not known as the part and lot number were not provided.